Event description:
It was reported that the leads have been replaced due to occlusion of left subclavian vein. It was not possible to change the old leads for new on the left side. A new system (device and new leads) has been implanted on the right subclavian vein. The newly implanted leads are the ones listed with the report, the information on the leads that were replaced has not been retrieved through follow-up. The device listed is the device that was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.